Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2007010 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one video sample was returned for evaluation by our quality engineer team. The provided video shows the snap clip component not being activated when connecting the syringe product; therefore, the needle cannot be successfully assembled. The video does not identify a defect with the needle product. It is recommended that the instructions for use are carefully followed when using the bd eclipse product. This product is unique in its instructions, stating to "push firmly when attaching the needle to the syringe" and "be sure the clip is activated." When using the product, the clinician may feel a strong resistance; however, this does not prevent a proper connection from being made; the clinician can then push while twisting. Based on the investigation results, a cause related to the manufacturing facility could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd eclipse¿ needles experienced leakage at the connection site, molding defects (shorts hots on barrel), and the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: complaint received from a health center through an explanatory video about the inability to attach the bd needle to the sanofi syringe and the loss of content that occurs due to poor anchoring of the same. Claim received from a pharmacy on behalf of the health center, in which we are informed that the patient has not been able to administer the entire dose due to poor anchoring of the needle with the vaccine. Had a luer slip anchor and is being supplied together with bd biosafety needles from the reference and batch visible in the image attached below: catalog number: 304892. Batch number: 2007010. Expiration date: 2025/06/30. This reference was already used in the last flu campaign with the same product.

Event description:
It was reported that an unspecified number of bd eclipse¿ needles experienced leakage at the connection site, molding defects (shorts hots on barrel), and the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: complaint received from a health center through an explanatory video about the inability to attach the bd needle to the sanofi syringe and the loss of content that occurs due to poor anchoring of the same. Claim received from a pharmacy on behalf of the health center, in which we are informed that the patient has not been able to administer the entire dose due to poor anchoring of the needle with the vaccine. Had a luer slip anchor and is being supplied together with bd biosafety needles from the reference and batch visible in the image: catalog number: 304892. Batch number: 2007010. Expiration date: 2025/06/30. This reference was already used in the last flu campaign with the same product.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2007010. D4: medical device expiration date: 2025-06-30. H4: device manufacture date: 2020-07-21.

Event description:
It was reported that an unspecified number of bd eclipse¿ needles experienced leakage at the connection site, molding defects (shorts hots on barrel), and the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: complaint received from a health center through an explanatory video about the inability to attach the bd needle to the sanofi syringe and the loss of content that occurs due to poor anchoring of the same. Claim received from a pharmacy on behalf of the health center, in which we are informed that the patient has not been able to administer the entire dose due to poor anchoring of the needle with the vaccine. Had a luer slip anchor and is being supplied together with bd biosafety needles from the reference and batch visible in the image attached below: catalog number: 304892. Batch number: 2007010. Expiration date: 2025/06/30. This reference was already used in the last flu campaign with the same product.

Manufacturer narrative:
H6: investigation summary : a device history record review was performed for provided lot number 2005002 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one video sample was returned for evaluation by our quality engineer team. The provided video shows the snap clip component not being activated when connecting the syringe product; therefore, the needle cannot be successfully assembled. The video does not identify a defect with the needle product. It is recommended that the instructions for use are carefully followed when using the bd eclipse product. This product is unique in its instructions, stating to "push firmly when attaching the needle to the syringe" and "be sure the clip is activated." When using the product, the clinician may feel a strong resistance; however, this does not prevent a proper connection from being made; the clinician can then push while twisting. Based on the investigation results, a cause related to the manufacturing facility could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd eclipse¿ needles experienced leakage at the connection site, molding defects (shorts hots on barrel), and the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: complaint received from a health center through an explanatory video about the inability to attach the bd needle to the sanofi syringe and the loss of content that occurs due to poor anchoring of the same. Claim received from a pharmacy on behalf of the health center, in which we are informed that the patient has not been able to administer the entire dose due to poor anchoring of the needle with the vaccine. Had a luer slip anchor and is being supplied together with bd biosafety needles from the reference and batch visible in the image below: catalog number: 304892, batch number: 2007010, expiration date: 2025/06/30. This reference was already used in the last flu campaign with the same product.